Event description:
The patient was undergoing eye surgery. Normally during this kind of case, cannulas are inserted into the eye and are capped with plugs to maintain gas inflation of the eye. In this case, the plugs did not fit in the cannulas--they were too big. This is unusual, particularly since the cannulas and plugs all come together in one kit. The patient was not harmed by this event; however, the physician was quite frustrated. None of the staff involved in the event have ever had this experience before. Another kit from the same manufacturer and reference number was obtained and used for the case. The kit which contained plugs that did not fit the cannulas was saved & the rep was contacted. Or staff are coordinating the return of the device to the manufacturer.====================== health professional's impression======================the physician and staff believe that either the wrong size plugs or wrong size cannulas were placed into the same kit.====================== manufacturer response for occular cannula and plug, alcon total plus 23ga vitrectomy pak======================or staff called the rep on the day of the event. No further follow up has been received as of the filing of this report.